Event description:
It was reported that during an unspecified treatment procedure, patient complications occurred. Vascular access was gained via the right femoral artery. The target lesion was located in the aorta and splenic artery. An 8f mach1 guide catheter was selected for use and during an unknown time in the procedure patient complications occurred and the patient went to surgery. It is unspecified how the procedure was completed.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).